Event description:
It was reported that upon opening the ipg pocket during an ipg upgrade procedure, the physician noticed a white crusty material that had developed in the pocket and on the ipg as well as the lead tails. The physician suspected that it could have been a battery leak.

Manufacturer narrative:
Sc-1132, (sn:(B)(6)). The returned ipg was analyzed, and visual inspection revealed traces of white substance on the surface of the ipg case. It appeared to be calcification. The ipg case was intact and there are no signs of battery leakage. With all the available information, boston scientific concludes that the complaint has been confirmed. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that upon opening the ipg pocket during an ipg upgrade procedure, the physician noticed a white crusty material that had developed in the pocket and on the ipg as well as the lead tails. The physician suspected that it could have been a battery leak.